Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, - 8.50 diopter, in the patients eye on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens was too large, high pressure spike and eye pain. A shorter lens will be implanted within the next month.